Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8436500 model: sc-8436-50 serial: (B)(6) batch: 7090816 UDI: (B)(4).

Event description:
It was reported that the patient had an infection on both incision sites following an implant procedure. Symptoms of fluid discharge and redness were noted. The patient physician believed that the infection was not device related and the caused were unknown however, directly related to the incision site. The patient was sent to the hospital and had a procedure wherein the ipg and paddle lead were explanted. The patient was placed on antibiotics and the explanted devices were retained by the medical facility and will not be returned.